Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on (B)(6) 2015 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed. Investigation not completed yet.

Event description:
Customer reported that when the autopulse platform (B)(4) displayed error message "out of service." No additional and patient information provided.

Manufacturer narrative:
The autopulse platform ((B)(4)) was returned to zoll for investigation on 12/08/2015. Visual inspection of the returned platform was performed; and no damage was observed to the housing. Archive review showed "system error"- out of service, revert to manual CPR in the archive file. No other significant problems were found in the archive review. Functional testing was not performed as the device displayed "out of service - revert to manual CPR "system error" upon powering on. In summary the customer's reported complaint was confirmed. The root cause for the reported complaint is defective processor board. The processor board was replaced to resolve the problem. After replacing the processor board, device passed all the functional testing.